Event description:
While obtaining specimen, a piece of plastic was found that appeared to have originated from the retrieval bag. Item was suctioned and exploratory confirmation by md there was no foreign body retained.